Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, cracked and bleeding lcd glass, and minor scratches on display window noted. Unable to confirm low reservoir alarm and unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that the insulin pump display screen is broken. The customer's blood glucose reading was 134 mg/dl at the time of incident. Troubleshooting found that the customer cannot read the information on the right hand side of the pump screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.